Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number 31699893l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) - paroxysmal ablation procedure with a pentaray nav and the catheter was found occluded. During the procedure, an issue occurred involving the pentaray catheter. The physicians were about to start the validation map following the ablation, and they found that the lumen of the pentaray catheter was completely occluded. They were unable to achieve flow due to the high internal pressure within the catheter. No adverse patient consequence was reported.

Manufacturer narrative:
Additional information indicated that the catheter was the suspected device. It was used in the patient. A ngen pump was used, and bubbles were noted; however, no error was noted. The catheter was replaced, and the issue was resolved. The correct catheter settings were selected on the generator. Concomitant product section was updated to include ngen pump. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).